Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the work order had been created with incorrect customer information. Follow-ups were conducted to obtain the correct details; however, despite completing the follow-up process, no additional information was received, and no further investigation was required.

Event description:
It was reported that a bd pyxis¿ medstation¿ es, the station was shutting down and had an error state "ac power failed shutting down". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was shutting down and had an error state "ac power failed shutting down". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.